Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's (erkodent & airway management) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further reports for this material lot. Erkodent review: lot# erkod 2.0-11570 (erkodur) was manufactured from february 15, 2021 and was assigned an expiration of february 2024. Airway management review: part #: 12k-oqiq-21 was manufactured on 03/25/2021 and no expiration date was noted. Kit #: pkt12k-oqjv-21 was manufactured on 03/25/2021 and no expiration date was noted. Supplier (airway management) reviewed c of c (certificate of conformance), a chemical analysis report, and confirmed material compositions are within specification. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays in a tap case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned slightly yellowish due to the usage. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. Per the reported information, the patient cleaned the device with toothpaste and toothbrush. The patient "then tried soaking in listerine and hydrogen peroxide and then tried saltwater to clear. Per dreamtap patient instruction_prtd41 rev. G, the "home care instructions" section states the following: "do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate. Per dreamtap patient instruction_prtd41 rev. G, the "warnings" section states the following: patients who are sensitive to nickel or self-curing acrylic may experience allergic reactions. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The sleep device materials (erkoloc-pro and erkodur) have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device will not been returned. However, there will be a non-visual investigation carried out and a supplemental report will be submitted. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the dreamtap. The patient first used the device on (B)(6) 2021 with the reaction occurring 8-1-21. The patient experienced sores inside the upper and lower lips and the tip of the tongue. The patient discontinued the use of the device on (B)(6) 2021. The reaction resolved 24hrs later. There was no medical intervention required. The patient has no known allergies. Current status is noted as "active and healthy." With regards to the device: the patient cleaned the device with toothpaste and toothbrush. The patient "then tried soaking in listerine and hydrogen peroxide. Then tried saltwater to clear." It is unclear how the device was cleaned prior to the delivery of the device.